Event description:
On (B)(6) 2023, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Two hours later, the patient returned to the ward and complained of severe abdominal pain, mainly under the rib cage. On (B)(6) 2023, the patient was seen by the gastroenterologist. A CT scan was ordered and performed on (B)(6) 2023. The result of the CT scan was unknown. Later in the evening on (B)(6) 2023, the patient started vomiting blood and had abdominal pain that did not subside. The gastroenterologist suspended duodopa treatment, ordered the patient npo, placed an ng tube to drain, commenced IV fluids, anti-emetics and IV pain relief. On (B)(6) 2023, an additional CT scan was done, the results of which were inconclusive. The patient was reviewed by the gastroenterologist and surgical team. IV antibiotics were started. The patient was then taken down for an exploratory endoscopy with the plan to admit the patient to the ICU following the scope. The result of the endoscopy was unknown. The intestinal tube was removed during the endoscopy for an unknown reason, though the peg tube remained in situ. On (B)(6) 2023, a new intestinal tube was placed and duodopa treatment was recommenced. On (B)(6) 2023 the patient was doing well with no pain, vomiting or nausea. Multiple attempts were made to obtain clarifying information, CT and endoscopy results and a diagnosis. No details were known concerning the cause of the patient's post operative pain or the findings of the exploratory endoscopy. Due to the timing of the event in relation to the peg/j placement, abbvie has chosen to conservatively report this event.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of internal bleeding as a post procedural complication. Post procedural complications are known complications of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.